Manufacturer narrative:
(B)(4). Updated sections: b4, d4-lot#, exp date, UDI#, d9, e1-email, g3, g6, h2, h3, h4, h6, h11. The device was returned to the factory for evaluation on 03/20/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clincial use and evidnece of blood was observed. There were no visual defects observed on the intact btt. There were no visual defects observed on the intact cannula or intact c-ring. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. Based on the returned condition of the devices and the evaluation results, the reported failure "infusion or flow problem" was not confirmed. The lot # 3000524274 history record review was completed. There were two (02) ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the insulflation of the vasoview hemopro 2 did not work. A new vasoview hemopro 2 was opened. The procedure was completed as planned.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.